Manufacturer narrative:
This report is for an unk - plate matrixmandible/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 after bending the plate, the bending screws should be removed but it was not possible due to the holes of the plate were deformed after bending process. The removal of the bending screws was only possible by drilling. Procedure was completed successfully with thirty(30) minutes surgical delay. Patient status is fine. This report is for one (1) matrixmandible bending screw. This is report 3 of 4 for complaint (B)(4).